Event description:
Patient presented with high lead impendence. The patient was referred for replacement of generator and lead. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received noting that the patients lead and generator were explanted. The explanted lead and generator have not been received by product analysis to date. No other relevant information has been received to date.